Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet failed to be advanced on the left ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of the stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection showed that the inner coil was stretched from the connector pin consistent with procedural damage. The lead was evaluated with the stylet and found restriction/obstruction at the connector region of the lead. The cause of the reported event was isolated to the inner coil clogged with blood.